Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported, one day post-implant, this right ventricular (rv) lead displayed loss of capture several times. A x-ray was performed, and it was confirmed the rv lead dislodged. The decision was made to reposition this rv lead. All lead measurements were good, and no further issues were noted. This rv lead remains in service, and there were no additional adverse patient effects reported.